Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter, oil mist filter and vacuum pump oil were replaced to resolve the odor/smell issue. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of a "strong hydrogen peroxide odor" emitting from the sterrad® nx sterilizer prior to use. There was no report of injuries or human reactions. The customer was advised to turn the unit off and ensure the room has ventilation. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited an odor. The reason for return of the catalytic converter was confirmed. The oil mist filter and vacuum pump oil were not returned for functional analysis. The assignable cause of the odor/smells is the catalytic converter, vacuum pump oil, and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.